Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned. A failure investigation will be performed.

Event description:
Covidien (B)(4) received a report that during ventilation when a patient was in upright position, the supporting fixation plate came loose from the tube. A non-routine replacement of the tube was required.